Event description:
It was reported that during a ventricular tachycardia (vt) episode, this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) which accelerated the rhythm into the ventricular tachycardia (vt) therapy zone. The episode was successfully terminated with shock therapy. The health care professional (hcp) reported that the patient was going to be seen on a cardiology consult. No additional adverse patient effects were reported. This device remains in service.